Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of over 400 mg/dl, over 500 mg/dl and another over 400 mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had symptoms of severe pain in the throat and thirst. The customer treated with manual injections. Customer's blood glucose value was 254 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer declined to troubleshoot for high readings. The drive support cap appeared normal. The customer called back to perform a high pressure test, and the insulin pump passed. The product will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing. (B)(4).